Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Spots appeared after the sterilization process. Update 06/30/2015 - follow-up information states "it was like rust spots."

Manufacturer narrative:
Examination of the returned devices confirm the reported damage. The device history records were reviewed at the supplier and it was found the devices were manufactured of the correct material and to all print specifications. The devices were manufactured in (B)(6) 2010 and (B)(6) 2011 respectively and have been well used. The root cause is attributed to unintentional user error in sterilization. Product problem has not been identified. Continue to monitor via trending (B)(4) and reference (B)(4) as well as supplier imr report# (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.